Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation caused by the lifevest. The irritation was described as red skin the shape of the therapy electrode pad. The patient consulted her physician who provided a cream. Follow-up indicated that the irritation was improving.